Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 8 months post implant of this annuloplasty band, the band was explanted and replaced with a different model annuloplasty ring of the same size. The reason for the replacement was not reported. No adverse patient effects were reported.